Event description:
It was found through an obituary search that the patient had passed away. No additional relevant information was provided. A battery life calculation estimation showed the device had approximately 4.8 years remaining until neos = yes (near end of service). Additionally, the programming history database was reviewed and it was found the device was checked less than a month prior to the patient's death and was found to be working as intended. A death certificate was unable to be obtained due to state laws. The device history record for the patient's vns lead and vns generator were both reviewed. Each device was found to have passed all testing prior to distribution. Attempts for additional relevant information have been unsuccessful to date.